Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when loading a new cartridge onto the pump. Reportedly, the cartridge was filled with 250 units of insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge successfully, and resumed insulin delivery. Subsequently, the customer reported that there were air bubbles in the tubing. The customer's blood glucose level was 424 mg/dl with small ketones (0.1 mmol/l), and was addressed with insulin via the pump. The customer confirmed that a new cartridge would be loaded when the insulin vial gets to room temperature. Although requested, no further information was provided on the reported event.